Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and difficulty charging the ipg. The patient underwent an ipg replacement procedure and fully recovered postoperatively. The explanted ipg was discarded.